Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned an analyzed. Analysis revealed normal depletion that meets expected longevity.

Event description:
It was reported that the patient went into ventricular fibrillation (vf) when the physician was opening up the device pocket using the bovie. The patient was defibrillated four times to break the vf. The device was not explanted at that time. It was indicated that when the device was checked the following day it was working as designed but the aging message was seen. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.